Manufacturer narrative:
Corrected the contact office - manufacturing site address, city, state and zip code in section g.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they had an accidental needlestick incident involving syringe model 8881892950 dispensed by pharmacy for long-acting insulin administration. The core safety concern is that the needle guard on this syringe does not engage smoothly. Initially, it slides up and appears to stop, which can give the impression that the needle is fully covered. However, nurses need to apply additional force beyond this initial resistance to fully activate the safety guard and properly cover the needle. This incomplete closure creates a risk for accidental needlesticks. Additional information received on 23jul2025 stated that there was no medical treatment needed due to it being a clean needle stick.

Manufacturer narrative:
Without a known lot number, the device history record cannot be reviewed. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. One photo was provided for evaluation; however, we could not observe any issues with the safety shield not functioning as intended when analyzing the photograph. There were no physical devices returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure. As such, a root cause could not be determined. No corrective actions are needed at this time. We will continue to monitor related reports to determine if additional actions are necessary.